Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2017. It was noted that the merlin programmer overestimated the battery life of the implantable cardioverter defibrillator. There were no adverse consequences to the patient due to the event.